Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) of rezj1594 showed no other similar product complaint(s) from this lot number. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that the operator inserted the catheter via the right basilic vein, but could not advance it further at around the axillary vein. The operator moved the patient's arm, etc. And managed to advance it. Then, he tried to flush the catheter and aspirate blood to ensure patency, but could not. So, he removed the device from the patient and reinserted it via the left basilic vein. He tried to flush it and aspirate blood again to ensure patency, but could not again. He removed the device from the patient and tried to flush it outside of the patient's body, then he could do it without problem. He inserted another new device via the left basilic vein and could flush it and aspirate blood without problem. No patient harm was reported. Additional information provided: when the user could not flush the first device, it was removed and then the same device was reinserted via the left basilic vein. When the user could not flush again, the device was removed and a new device was successfully placed.